Event description:
Per f/u phone conversation with the rep, he states that while the (B)(6) male patient was undergoing a knee procedure: the removal of a meniscal fastener from another mfg, for whatever reason, the pump suddenly pumped too much fluid too fast into the knee causing the pulse to abate for 30 minutes; the surgeon elected the leg allowing gravity to distribute the fluid throughout a greater area in the body finally restoring the pulse in 30 minutes and causing a 45 minutes to an hour delay onto the procedure. The original procedure was concluded successfully and the patient was kept for observation overnight and then discharged. The rep states that the patient is fine at this point.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.